Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: coated vicryl (polyglactin 910) suture, coated vicryl (polyglactin 910) suture, - gut surgical suture, - prolene polypropylene suture.

Event description:
International customer reported that a patient presented with a wound dehiscence four days following a c-section. The patient was returned to surgery for repair.